Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report several check belt messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon eval, pin 24 (driven ground) of the trunk cable connector was broken. The cause for the damaged pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.